Event description:
Consumer stated: last night I was flossing my teeth before bed and my crown on my upper right hand side came flying out. Unfortunately I have to wait until my dentist office opens for them to access the damage. Consumer email response: top right hand side molar. Crown popped off as I was flossing. Also, I thought I should mention that I just had my routine 6 month dental exam recently and the dentist found nothing wrong with my crown.